Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, one of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample, we cannot carry out an analysis in order to take a decision. However, taking into account that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause of this case because no samples have been received. However, the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous confirmed complaint showed the needle escaped from the thread. Final conclusion: although without samples we are not in position of studying if the affected product does not fulfil the specifications, taking into account that there is a previous confirmed complaint for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use. No additional information was provided.